Event description:
Hcp reported the patient had symptoms of nausea, vomiting, and severe pain that became worse. Patient was hospitalized and put on oral pain medications. A dye study showed the catheter to have no leaks and the pump to be acting as normal. The patient was taken to surgery and it was discovered the "catheter had been cut explaining narcotic withdrawal". Both the pump and the catheter were replaced. The patient is reported to be doing fine now.